Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 570 mg/dl at the time of incident. Customer stated that the insulin pump alarmed battery out limit and unable to clear the alarm due to unresponsive buttons. Customer stated that the insulin pump was exposed to moisture that could have led to keypad anomaly. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a high blood glucose of 570 mg/dl and treated with manual injection. Customer declined high blood glucose troubleshooting. Customer's blood glucose reading was at 217 mg/dl the morning prior to call. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: unit received with button error alarm and had unresponsive bolus express, escape and act buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify battery out limit alarm due to unresponsive button. Also, unit had moisture damage on electronic assembly and motor home switch during visual inspection. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.